Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported that IV pump infused faster than programmed. Although requested, additional information was not provided.

Manufacturer narrative:
The report of an overinfusion was not confirmed. The pump module was reported to have over infused due to the pump infusing faster that it was programmed. The event was reported to have occurred at 8:23 on (B)(6) 2020, however there were no entries observed in the pcu event log for that date. Pump module s/n (B)(6) was last in use on (B)(6) 2020 and was infusing an unidentified medication at various rates (75ml/hr, 100ml/hr, 115ml/hr, 11ml/hr, 150ml/hr, 170ml/hr, 185ml/hr, 200ml/hr, 300ml/hr, 400ml/hr and 500ml/hr). The intended rate was not reported. The device was not returned for investigation. The root cause of the reported overinfusion was not identified. H3 other text : no devices received, log review only.

Event description:
It was reported that the pump infused faster than programmed volume. There was no patient harm.